Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the cartridge and deliver a bolus, which was successful. Although the customer was initially unable to reload the original cartridge and resume insulin therapy, technical support assisted in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy. The issue was resolved.